Manufacturer narrative:
There is no indication accutni+3 reagent was returned to beckman coulter (bec) for investigation. There was no evidence of an instrument malfunction and bec field service was not dispatched to evaluate the instrument. The cause of the nonreproducible accutni+3 results could not be determined from the supplied information. (B)(6). (B)(4).

Event description:
The customer reported a unicel dxi 800 access immunoassay system (serial number 603579) generated nonreproducible troponin I (accutni+3) results for one patient sample. The patient sample had been initially tested on (B)(6) 2014 and generated an elevated accutni+3 result; the clinician requested a retest. On (B)(6) 2014, the patient sample (previously aliquoted) was retested on the same analyzer, which generated four nonreproducible accutni+3 results. This MDR reports the four accutni+3 results generated on (B)(6) 2014. System parameters such as quality control (qc) results, calibration, and system check were within specifications. There was no evidence of a preanalytical sampling handling issue.